Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving dilaudid (2.0 mg/ml at 0.1497 mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported patient had been satisfied with the pump therapy since implant, then about a few days ago the patientcomplained of pain breakthrough. It was noted the pain was all over but the low back and cervical areas were the worse. On the patient's file notes, it was reported that patient had a fall on (B)(6) 2019. No alarms or issues when pump was interrogated. The patient did not complain of therapy at this time. The hcp performed dye study on (B)(6) 2019. The catheter could not be aspirated; however, the patient stated they were getting relief. The hcp explained what the dye study results meant and options the patient can decide on. The patient stated they were getting good relief after the increase in their daily dose and does not feel a catheter revision is needed at this time. The hcp and patient agreed to continue monitoring the patient's progress and if any discrepancies will occur on their refills, then possible catheter revision will be discussed. A manufacture rep will be present at patient's refill appt on (B)(6) 2019. It was noted the issue was resolved. The patient's weight was (B)(6).